Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75 x 12 synergy¿ drug-eluting stent was advanced however, resistance was encountered at the proximal area of the severely calcified lesion. The device was removed and it noted that the stent was deformed. The procedure was completed with another synergy" stent. No patient complications were reported and the patient's status was good.